Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an unknown size valve was chosen for implant using a small flexnav delivery system. During procedure, it was noted that there was strong calcification when the delivery system was inserted, so the area near the valve capsule was broken. A new small flexnav delivery system was chosen. These delivery sheath was also broken around the valve capsule. A new third small flexnav delivery system was chosen and the valve was successfully implanted. The device was separated in two pieces. There was no vessel injury occurred by this capsule kink. The patient remained hemodynamically stable through out the procedure. There was no health impact but it took about 1.5 times longer than usual procedure. The patient was reported stable.

Manufacturer narrative:
An event of a broken valve capsule was reported. Information from the field indicated that delivery system was broke when passing the valve through strong calcification which may have contributed to the reported event of advancement difficulty and broken capsule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the reported event appears to be related to procedural conditions (user technique). Na.